Event description:
It was reported, during surgeon noted that a part of the tip of the screwdriver is broken off. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.